Event description:
It was reported that the shock impedance was greater than 400 ohms. An x-ray was done, and it was confirmed that the electrode was under-inserted in the device header. Technical services advised to re-insert the electrode into the device header. The doctor will schedule a procedure. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information the procedure was done to check the connection. Under-insertion was confirmed. The electrode was successfully inserted fully into the device header. The system remains implanted. There were no additional adverse patient effects. The system remains implanted. It was reported that the shock impedance was greater than 400 ohms. An x-ray was done, and it was confirmed that the electrode was under-inserted in the device header. Technical services advised to re-insert the electrode into the device header. The doctor will schedule a procedure. There were no adverse patient effects. The system remains implanted.